Event description:
Per report, a manual left atrial ablation procedure to ablate the pt was unsuccessfully attempted on (B)(6) 2010. A second cryoablation procedure was performed unsuccessfully on (B)(6) 2010. Following unsuccessful cryoablation attempt, the procedure was converted to manual rf ablation. A third procedure was performed on (B)(6) 2011 using the sensei system as the delivery system for the ablation catheter. The pt was discharged without event and no acute complications were reported. Pt presented approx (B)(6) 2011 with breathing difficulties and altered mental status. Endoscopy was unremarkable per report. CT was performed on head and thorax which demonstrated presence of air in the left atrium and brain. Esophageal fistula was presumed but repair was not pursued. Pt expired (B)(6) 2011. Physician stated that neither the sensei system nor artisan catheter caused the reported adverse event and that the system and catheter performed as intended.

Manufacturer narrative:
Physician stated the sensei system and catheter performed as intended and there were no malfunctions or product problems. The catheter was unable to be evaluated because it was discarded. All sensei systems and artisan catheters are 100% inspected and evaluated prior to final release.